Event description:
The customer reported to customer service that the adapter for the power supply broke (fell from the wall socket to the carpeted floor - about one foot). No sparking, flame, or the fire were observed; no injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer on (B)(4)2012, she indicated that she did not witness any smoke, fire, sparking or melting, but confirmed there was a hole or crack in the transformer housing. The original power supply has been received and is pending investigation by quality engineering. However, the customer stated that the transformer housing was broken open, which implies inner electronics were exposed, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will be continued to be monitored. Should add'l info be received, resulting in new, changed, or corrected info, a f/u report will be filed.